Event description:
On (B)(6) 2012, the patient's daughter/reporter claimed the patient had some health issues and her blood glucose went down as low as 41 mg/dl while on insulin pump therapy. On the day of concern, the patient's blood glucose reportedly was at 97 mg/dl after dinner. She ate a snack to raise her blood glucose, but forgot to check her blood glucose again. The morning after, the patient awoke with blood glucose reading of 55 mg/dl. The reporter gave the patient some soda, but she declined to drink it. Subsequently, the patient's blood glucose lowered to 41 mg/dl while she was unresponsive. The ems transported the patient to the ER and was taken off of the pump. The patient received insulin injections at the hospital. The reporter believed that the pump was not a contributing factor for the alleged low blood glucose at the time of concern. The patient was diagnosed with uti and pneumonia. The patient has a history of chf, pulmonary congestion, arthritis, and osteoporosis. The animas representative concluded there was no pump malfunction associated with the alleged event during troubleshooting. This complaint is being reported because the patient received medical intervention for hypoglycemia episode while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 04/25/2014 with the following results: the black box contains dates from (B)(6) 2014. Black box and histories for the event on (B)(6) 2012 have been overwritten: unable to confirm or duplicate the complaint during investigation. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.